Event description:
During a laparoscopic supracervical hysterectomy procedure, the blade stopped working during transection of the cevix. The surgeon did not touch the blade against the uterine manipulator while the blade was active. The case was completed with a second blade. There was no pt consequence.